Event description:
It was reported that the patient's right ventricular (rv) lead had failed to capture. It was also reported that the right atrial (ra) lead was oversensing noise. Programming changes were made. The patient was stable throughout the procedure.